Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable vitamin d total g2 results for one patient sample from an unknown roche analyzer. (B)(6). The customer suspected there was an issue with the diluent, so they tested the used diluent as a patient sample and the result was 26 nmol/l. A new lot of diluent was also tested as a patient sample and the result was 25 nmol/l. Information concerning if any erroneous result was reported outside of the laboratory was requested, but it was unknown. There was no allegation of an adverse event.

Manufacturer narrative:
Lot no was updated.

Manufacturer narrative:
Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples.   The observed findings:   the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module.   Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing.   As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence.   A workaround has been provided to customers.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.

Manufacturer narrative:
After further investigation it was determined that serum samples are not affected by the recall. Correction/removal report number has been updated.

Manufacturer narrative:
The related qc results were within the specified range. The alarm trace for (B)(6) 2018, 12:02-14:30 does not provide a hint to the root cause.